Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a nurse who contacted the company to report adverse event, concerned a 75-year-old female patient of unknown origin. Medical history included type I diabetes, alcohol excess and falls. Concomitant medications included insulin degludec and flextouch for unknown indication. The patient received unspecified insulin cartridge via reusable humapen savvio, subcutaneously, for the treatment of type I diabetes, beginning on an unknown date. Dose and frequency were not provided. Since an unknown date, after starting the reusable humapen savvio device, she experienced diabetic ketoacidosis (dka) due to faulty humapen savvio device(pc (B)(4), lot number not provided) and was hospitalized. Her relevant laboratory test included CT (computed tomography scan) head- no acute cva (cerebrovascular accident) and x-rays and CT hip showed no fracture. She was treated with insulin infusion and intravenous fluid. After dka resolved, she was placed back on basal bolus insulin regimen. She was recovered from event. The status of the reusable humapen savvio treatment was not provided. She was switched to insulin lispro kwikpen. The operator of the reusable humapen savvio and training status was not provided. The general reusable humapen savvio duration and the suspect reusable humapen savvio duration of use were not provided. The action taken with the suspect reusable humapen savvio and its return status was not provided. The reporting nurse related the event with reusable humapen savvio device. Update 23-apr-2024: additional information received from reporting nurse on (B)(6) 2024 in response to follow-up questionnaire. Added medical history, concomitant medications and information regarding switch therapy. Updated outcome of event from unknown to recovered. Updated narrative accordingly. Edit (B)(6) 2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 03-may-2024: additional information received from initial reporter on 02-may-2024 in response to follow-up questionnaire. The reporter confirmed that the patient did not experience any adverse event with the second humapen savvio. Edit (B)(6) 2024: upon internal review of information received on 02-may-2024 concomitant device was deleted and pc (B)(4) was rejected as no adverse event occurred.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 11may2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: a nurse reported on behalf of a female patient reported that the patient experienced diabetic ketoacidosis due to faulty humapen savvio device (unspecified issue) and was hospitalized. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a nurse who contacted the company to report adverse event, concerned a 75-year-old female patient of unknown origin. Medical history included type I diabetes, alcohol excess and falls. Concomitant medications included insulin degludec and flextouch for unknown indication. The patient received unspecified insulin cartridge via reusable humapen savvio (unknown color), subcutaneously, for the treatment of type I diabetes, beginning on an unknown date. Dose and frequency were not provided. Since an unknown date, after starting the reusable humapen savvio device, she experienced diabetic ketoacidosis (dka) due to faulty humapen savvio device(pc 7121744, lot number not provided) and was hospitalized. Her relevant laboratory test included CT (computed tomography scan) head- no acute cva (cerebrovascular accident) and x-rays and CT hip showed no fracture. She was treated with insulin infusion and intravenous fluid. After dka resolved, she was placed back on basal bolus insulin regimen. She was recovered from event. The status of the reusable humapen savvio (unknown color)treatment was not provided. She was switched to insulin lispro kwikpen. The operator of the reusable humapen savvio (unknown color) and training status was not provided. The general reusable humapen savvio (unknown color) duration and the suspect reusable humapen savvio (unknown color) duration of use were not provided. The action taken with the suspect reusable humapen savvio (unknown color) was not provided. The device was not returned to the manufacturer for investigation. The reporting nurse related the event with reusable humapen savvio device. Update 23-apr-2024: additional information received from reporting nurse on 22-apr-2024 in response to follow-up questionnaire. Added medical history, concomitant medications and information regarding switch therapy. Updated outcome of event from unknown to recovered. Updated narrative accordingly. Edit 02may2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 03-may-2024: additional information received from initial reporter on 02-may-2024 in response to follow-up questionnaire. The reporter confirmed that the patient did not experience any adverse event with the second humapen savvio. Edit 08-may-2024: upon internal review of information received on 02-may-2024 concomitant device was deleted and pc 7131790 was rejected as no adverse event occurred. Update 11may2024: additional information received on 07may2024 from the global product complaint database. Entered the device specific safety summary (dsss) for humapen savvio device (unknown colour) associated with pc 7121744, lot unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer and product return number was updated. Corresponding fields and narrative updated accordingly.